Event description:
It was reported that the sp02 reading from dci sensor on finger was reading different than sp02 from tc1 on ear. There was no abg done to correlate sa02. Dr. (B)(6) would like to know why the sensors are reading differently and if there is a correlation when the pi is lower, the sp02 is higher and when the pi is high the sp02 is low. This is reported to have occurred in several cases but the exact number of cases or date if events is unknown. No known impact or consequences to patient.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.